Event description:
Tap. It was reported that 220 days after implantation of a 2.50x12mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesions were located in the proximal (60%) to mid (90%) circumflex artery. The artery was reported to not be calcified or tortuous. A pre-intervention stenosis of 90% was reported. A 2.50x20mm taxus stent was deployed proximally to and overlapping a 2.5x12mm taxus stent. A post-intervention timi iii flow was reported for the lesion. The patient received plavix pre-procedure; nitroglycerin, heparin, and intelligrin during the procedure; and plavix post-procedure. No information was reported concerning patient complications. The patient presented 220 days after the initial procedure with an in-stent restenosis in the circumflex artery. A pre-intervention restenosis of 100% was reported. Following balloon dilation, a 3.0x13mm cypher stent was deployed in the lesion. A post-intervention percentage stenosis was not reported. Patient status was reported as satisfactory/good.